Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('the essure migrated to where they can't operate / the essure went through my tube and migrated to the left side of my stomach and no one can operate because of the location/perforation (fallopian tubes)'), device breakage ('left coil broken and missing / device breakage'), device dislocation ('migrated to the left side of my stomach'), uterine infection ('infection (other) describe: uterine infection'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) miscarriage') and abortion spontaneous ('pregnancy (stillbirth or miscarriage) miscarriage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: in 2012 and 2013, she underwent hysterosalpingogram. In 2012, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), amenorrhoea ("hormonal changes describe: amenorrhea"), mood swings ("hormonal swings: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction : type : metallic taste in mouth"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), depression ("psychological or psychiatric problem condition: depression"), anxiety ("psychological or psychiatric problem condition: anxiety"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), feeling abnormal ("neurological conditions or problem type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), arthralgia ("pain joint aches"), tooth disorder ("dental problems"), vulvovaginal pain ("vaginal pain") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, uterine infection, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, adverse event, amenorrhoea, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, urticaria, rash, migraine, endometriosis, dyspareunia, feeling abnormal, dysmenorrhoea, pelvic pain, weight increased, weight decreased, abdominal distension, alopecia, arthralgia, vulvovaginal pain and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, adverse event, alopecia, amenorrhoea, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, urticaria, uterine infection, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure removal: previously reported as removal of essure device and in current pfs as: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: the essure migrated to where they can't operate. Left coil broken and missing.. Hysterosalpingogram - in 2012: 2012-2013.approx. 3 months post essure implant.. Nuclear magnetic resonance imaging - on an unknown date: device breakage, left coil broken and missing.. Most recent follow-up information incorporated above includes: on 17-may-2019: pfs received : event verbatim was updated as migration/ migrated to the left side of my stomach. New events added-the essure migrated to where they can't operate / the essure went through my tube and migrated to the left side of my stomach and no one can operate because of the location/perforation (fallopian tubes) and event pt was updated to fallopian , amenorrhea, mood swings, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), metallic taste in mouth, uti, yeast infection, uterine infection, depression, anxiety, hives, rash, migraines, headaches, endometriosis, brain fog, dyspareunia (painful sexual intercourse), left coil broken and missing, dysmenorrhea (cramping), pelvic pain female, weight gain, weight loss, pregnant with essure micro-insert, miscarriage were added. Essure indication was added. Lab test was added. Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation'), fallopian tube perforation ('the essure migrated to where they can't operate / the essure went through my tube and migrated to the left side of my stomach and no one can operate because of the location/perforation (fallopian tubes)'), device breakage ('left coil broken and missing / device breakage'), device dislocation ('migrated to the left side of my stomach'), uterine infection ('infection (other) describe: uterine infection'), pregnancy with contraceptive device ('pregnancy (stillbirth or miscarriage) miscarriage') and abortion spontaneous ('pregnancy (stillbirth or miscarriage) miscarriage') in a 31-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "device ineffective". Medical conditions: in 2012 and 2013, she underwent hysterosalpingogram. In 2012, the patient had essure inserted. In 2013, the patient was found to have a pregnancy with contraceptive device (seriousness criterion medically significant). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), fallopian tube perforation (seriousness criterion medically significant), device breakage (seriousness criterion medically significant), device dislocation (seriousness criterion medically significant), uterine infection (seriousness criterion medically significant), abortion spontaneous (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain"), adverse event ("abnormal symptoms"), amenorrhoea ("hormonal changes describe: amenorrhea"), mood swings ("hormonal swings: mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), dysgeusia ("allergic or hypersensitivity reaction : type : metallic taste in mouth"), urinary tract infection ("uti"), vulvovaginal mycotic infection ("yeast infection"), depression ("psychological or psychiatric problem condition: depression"), anxiety ("psychological or psychiatric problem condition: anxiety"), urticaria ("rashes or skin conditions type: hives"), rash ("rashes or skin conditions type: rash"), migraine ("migraines / headaches"), endometriosis ("reproductive system disorder or condition type of disorder or condition: endometriosis"), dyspareunia ("dyspareunia (painful sexual intercourse)"), feeling abnormal ("neurological conditions or problem type: brain fog"), dysmenorrhoea ("dysmenorrhea (cramping)"), pelvic pain ("pelvic pain female"), abdominal distension ("gastrointestinal or digestive system condition type: bloating"), alopecia ("hair loss"), arthralgia ("pain joint aches"), tooth disorder ("dental problems"), vulvovaginal pain ("vaginal pain") and headache ("headaches") and was found to have weight increased ("weight gain") and weight decreased ("weight loss"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in 2016. At the time of the report, the uterine perforation, fallopian tube perforation, device breakage, device dislocation, uterine infection, pregnancy with contraceptive device, abortion spontaneous, abdominal pain, back pain, adverse event, amenorrhoea, mood swings, vaginal haemorrhage, menorrhagia, dysgeusia, urinary tract infection, vulvovaginal mycotic infection, depression, anxiety, urticaria, rash, migraine, endometriosis, dyspareunia, feeling abnormal, dysmenorrhoea, pelvic pain, weight increased, weight decreased, abdominal distension, alopecia, arthralgia, vulvovaginal pain and headache outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was reported as spontaneous abortion. The reporter considered abdominal distension, abdominal pain, abortion spontaneous, adverse event, alopecia, amenorrhoea, anxiety, arthralgia, back pain, depression, device breakage, device dislocation, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, feeling abnormal, headache, menorrhagia, migraine, mood swings, pelvic pain, pregnancy with contraceptive device, rash, tooth disorder, urinary tract infection, urticaria, uterine infection, uterine perforation, vaginal haemorrhage, vulvovaginal mycotic infection, vulvovaginal pain, weight decreased and weight increased to be related to essure. The reporter commented: discrepancy to be noted in essure removal: previously reported as removal of essure device and in current pfs as: have you had your essure (or any part of the device) removed? No. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: the essure migrated to where they can't operate. Left coil broken and missing.. Hysterosalpingogram - in 2012: 2012-2013.approx. 3 months post essure implant.. Nuclear magnetic resonance imaging - on an unknown date: device breakage, left coil broken and missing.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: quality-safety evaluation of ptc. No lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("perforation") and device dislocation ("migration") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In 2012, the patient had essure inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criterion medically significant), abdominal pain ("severe abdominal pain"), back pain ("severe back pain") and adverse event ("abnormal symptoms"). The patient was treated with surgery (bilateral salpingectomy and/or hysterectomy to remove the essure device). Essure was removed in 2016. At the time of the report, the uterine perforation, device dislocation, abdominal pain, back pain and adverse event outcome was unknown. The reporter considered abdominal pain, adverse event, back pain, device dislocation and uterine perforation to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: full occlusion of fallopian tubes confirmed. Company causality comment: incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.